Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that approximately one hour after performing the load process, the customer's blood glucose (bg) level became elevated to 438 mg/dl. The customer took a manual injection of 5 units of insulin. The customer stated that the elevated bg level was likely due to not performing the air removal step prior to filling the cartridge during the load process. During troubleshooting with tandem technical support, the customer was guided through performing the load process again. The customer indicated that a correction bolus would be delivered via the pump and bg levels would be monitored.